Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, failed battery and weak battery alarms. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customer stated that he had a low battery alert in his insulin pump and since he changed battery, failed battery alarm, weak battery alarm and blank display issues started. Troubleshooting was performed on all insulin pump issues that was mentioned . The customer stated that the insulin pump was not dropped or bumped, and was not exposed to moisture. Customer mentioned that battery compartment spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, corroded battery tube and corroded battery tube spring.